Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap chole - "surgeon performed lap chole. When trying to remove the specimen, with a large stone, out of the pt the bag broke at the bottom of the bag (furthest away from the guide bead)."